Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's system was explanted due to his wire popping through the skin. Patient was given antibiotics and will be evaluated later for a reimplant.

Manufacturer narrative:
B3-date of event is estimated.